Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. A photo was provide of the eye. The lens is not visible in the photo. A very narrow fiber-like particulate is observed in the front of the eye. The nature and origin of this fiber-like material cannot be determined from the photo. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, an unidentified fiber appears in the patient¿s eye after implanting a company lens. This fiber appeared to be stiff and not very pliable. Additional information has been requested.